Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535pc thunderbeat (lot #91k 11)) was evaluated due to ¿jaw began to separate" issue. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and passed testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found that the teflon pad is lifted with metal exposed to which the user is experiencing. Additionally, during the inspection, the distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, the cause for the damaged teflon pad is likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. After completion of the investigation, a followup report will be forwarded to the agency. The IFU warns the operator of the device to use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Event description:
The customer reported that the thunderbeat hand piece jaws separated during a procedure. No patient injury was reported.